Event description:
It was reported that the right ventricular (rv) lead dislodged and had high pacing thresholds due to unsuitable patient anatomy. It was also reported that the lead was not capturing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut and there was apparent explant damage.